Event description:
A report was received in 2002 regarding a memorylens which was implanted in 1999. In the pt's right eye, which lens has opacified and was explanted and replaced in 2002. The doctor reported the post-op corneal status as clear with a trace of edema, and the prognosis was marked as good and patient's condition as stable.